Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR numbers 2937457-2014-00367, 1225714-2014-00821 and 1225714-2014-00822.